Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: austria. It has been reported that there is bleeding to lack of coagulation during surgery. The bipolar coagulation units are not exhibiting proper power. Two units are being reported to display this issue. Number of incidents was not reported; there is no direct harm to patients being reported. Related med watch report 2916714-2016-00499.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the number of generators per batch is one. The eol-test files are within specification. Conclusion and root cause: the root cause of the failure is most probably user related. Rational: based on the quality standards and the manufacturing test documentation, we exclude a material or manufacturing error. We received no product for test or investigation, so we assume the generator is still in satisfactory condition. No CAPA is necessary.